Manufacturer narrative:
The actual device was returned for evaluation and determined to be functioning according to product specifications. The bp module was tested and within normal limits. Further evaluation found no device malfunctions that would have caused the reported high bp readings. A clinical investigation was performed. As per the fmc associate medical director, bench testing by the dialysis facility tech demonstrated that the bp module readings were accurate. Similarly, the bp readings taken during the dialysis were typical for dialysis and demonstrated anticipated variation. Hypotension occurs on approximately 15-20% of all hemodialysis treatments and the patient's symptoms of cramping and dizziness are common. Additionally, chest heaviness is typically related to the patient's underlying coronary artery disease. Based on this information, there is no evidence to reasonably suspect that the bp module caused or contributed to the patient's symptoms. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events between 21 march 2011 and 11 march 2013.

Event description:
The biomedical engineer reported that due to inaccurate readings of the blood pressure module, the patient passed out during dialysis.